Event description:
Attorney reported: on (B) (6) 2006 - pt had an incisional hernia repair and had a composix kugel mesh patch implanted ((B) (4)). On (B) (6) 2007 - pt had an incisional hernia repair and had another composix kugel mesh patch implanted (product code (B) (4)). Pt has since undergone surgery to remove the composix kugel patches that caused his injuries. The damages suffered as a result are noted in the pt's medical records. Pt has suffered and wil continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has rec'd to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Info related to the recalled composix kugel mesh implanted on (B) (6) 2006 will be reported in accordance with rae (B) (4).